Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0tkq6, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient reported that stimulation was causing her burning sensation and painful sensation at the neurostimulator (ins) site. It was noted that the pain had been gradual but gotten worse. The patient stated whole back end and leg was on fire and burning bad "a pain pill won¿t touch it." The patient also mentioned that she woke up one day and she could barely walk but stated she thought she just slept wrong. The health care provider indicated to patient that maybe it was working too hard on the lower speed and said to turn it up. The patient turned it up to 4/4 and within an hour she couldn¿t walk on her right leg and her back was hurting so bad so she turned it down to 4/3 then down 4/1. The patient could feel a shock going down the back of her leg. The patient stated turning it up has not helped with this pain. The patient also indicated that ins slipped in the pocket. It was noted that it "slid" from one place to another. Health provider care provider was notified by patient and he said it should be ok. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.